Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient cannot connect to the ipg with external devices following an unrelated surgery. As a result, surgical intervention may be taken in the future.